Manufacturer narrative:
Device is combination product. (B)(4). If implanted, give date: (B)(6) 2013. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that post a percutaneous coronary intervention procedure, in-stent restenosis and stent damage occurred. In (B)(6) 2013, a promus element plus stent was placed in the target lesion in the proximal left anterior descending artery (lad). In (B)(6) 2013, ivus and angiography revealed that the promuse element plus stent undersized and deformed with some restenosis in the deformed segment. . The leson was re-stented with a 3.0x32mm promus element plus stent followed by post dilation with a 3.5x20mm nc quantum apex balloon catheter. No further patient complications were reported and the patient's status is fine.